Event description:
The manufacturer received information that a rental dreamstation st30 device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.